Manufacturer narrative:
The cassette alarm test was performed to attempt to duplicate the reported issue of device will not turn on. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a damaged (burnt component) of the power supply pwa.

Event description:
The event occurred on an unspecified date where the origianl complaint stated device will not turn on. During investigation it was found there was a damaged (burnt component) of the power supply pwa.